Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient said they need to be able to turn their stimulation off as they will be having surgery to remove their bladder because their bladder is not working at all. The patient also stated their legs are feeling weird ever since they had an endoscopy a couple days ago and they think it must be related to the ins. Attempted to reset the handset by removing the battery and plugging the handset into charge but it was not responsive and would not power on. Emailed replacement handset request to repair. Reviewed expectations that some programming will be lost with the new handset but patient indicated they will not need programmer updates because they intend to have the ins removed once their bladder is removed.